Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a defective cable unit. It was also noted that the switch was cut and characters were missing from the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative on behalf of the customer, the 4k camera head had no image and scratches on the control unit during a therapeutic laparoscopic cholecystectomy. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable, that the abnormal imaging was caused by a faulty cable. However, a specific root cause could not be established at this time. Olympus will continue to monitor field performance for this device.